Event description:
I've had breast implants for over ten years, and the last 4-5 years my health has declined. I think my breast implants are making me sick. I've been to so many doctors with no diagnosis. I feel like I'm dying every day. I'm super weak, brain fog, eye sight declining, rash between breasts, itchy breast, skin discolored, neck pain, nausea, hair loss, I just want to be myself again! I've been miserable for last going on 5 years. I've lost my job and don't even care about anything anymore I'm just so miserable. Still in the process of trying to get a diagnosis. My list of symptoms goes on and on. I've had so many tests done.